Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient is having an increase in seizures and was found to have high impedance due to incomplete pin insertion after review of chest x-rays. The cause of the incomplete pin insertion was not determined, but not suspected to be due to device malfunction, thus will not be captured in this report. Patient is going to undergo surgery to re-insert the lead pin. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information received noting that the explanted device was never returned to pathology, so it can be assumed that it was discarded.

Event description:
Patient underwent lead revision surgery. The explanted lead has not been received by product analysis to date.